Event description:
It was initially reported on (B)(6)-2012 that the patient experienced vaginal and rectal pain and pressure due to the device. The stimulation was discontinued from (B)(6)-2012. It was stated the patient received new programming on (B)(6)-2012 and the issue was resolved. It was later reported the patient had device site pain and experienced an undesirable change in stimulation. It was later reported an x-ray was performed on (B)(6)-2012, the results of which were not reported. The patient's lead and battery were removed on (B)(6)-2013. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v534733, implanted: 2010-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).